Manufacturer narrative:
A ge rep evaluated the system and replaced the joystick console. System operates as intended.

Event description:
Customer reported the joystick has broken. No pt injury was reported.